Event description:
The following has been reported by customer: subcutaneous administration of fentanyl via syringe pump (pure solution 100 ¿g/2 ml) programmed at 0.1 ml/h (i.e. 5 g/h). The syringe and tubing were changed this evening at 23:47. When the infusion was replaced, the infusion rate was validated at 0.1 ml/h (1 ml of fentanyl present in the tubing after priming and 1 ml remaining in the syringe). The estimated duration displayed was 10 hours. However, at 2:00 a.m., the syringe pump alarmed because the infusion had already finished. An anomaly was observed: the infusion had run over approximately 2 hours, corresponding to an estimated administration of 50g instead of the prescribed 10g for that period. My colleague and I verified that the flow rate programmed on the device, both during installation and removal, was indeed 0.1 ml/h. Please refer to the photo taken during installation of the syringe pump at 23:47. At 2:00 a.m., the syringe pump and syringe were replaced using a new 2 ml ampoule (100g) of fentanyl, while reusing the same primed tubing (therefore containing 1 ml fentanyl in the tubing + 2 ml fentanyl in the syringe). This time, the estimated duration displayed on the new device was 12 hours (whereas it should have been more than 20 hours), indicating that there was no product loss during preparation. Given this observed anomaly, I decided to inform the physician, who requested temporary discontinuation of fentanyl and close monitoring of vital signs every 15 minutes (respiratory rate, heart rate, level of consciousness). At this stage, the patient remains conscious (gcs 15), arousable, respiratory rate 20/min, heart rate 60/min and regular, with a stable clinical condition. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.